Manufacturer narrative:
The t:slim g4 user guide states: always twist the luer-lock connection between the cartridge tubing and the infusion set tubing an extra quarter of a turn to ensure a secure connection. A loose connection can cause insulin to leak, resulting in under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer changed their infusion set tubing and site after the first occlusion alarm. After the infusion set tubing and site change, the customer received another occlusion alarm. The customer's blood glucose (bg) level was 120mg/dl. During a pump system check, insulin was not seen exiting the infusion set tubing due to a loose luer lock connection. The customer tightened the luer lock and was able to observe insulin exit the infusion set tubing. The customer was to resume insulin delivery.